Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer was hospitalized for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer was wearing the device at time of hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.